Event description:
Customer reports that insulin pump was stuck in the spanish language and was not able to clear due to buttons not responding. Customer's blood glucose was 114 mg/dl. Customer was advised that insulin pump would need to be replaced. Caller reports that customer was able to resolve issue and wanted to return exchanged insulin pump. Instructions were given on returning pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.